Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was malformed and the clip fell out from the jaws after the 2nd or 3rd firing when the device was used on the inferior mesenteric vein and the inferior mesenteric artery. No clips were left inside the patient. Before the incident, some clips ejected at feeding. There was no unexpected resistance in grasping the trigger and no unexpected noise at the firing. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. After the incident occurred, the device was fired outside patient and some clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.